Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 412 mg/dl. Nothing further reported.

Manufacturer narrative:
During testing no button error alarm noted however, intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked case near liquid crystal display window, window corner, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.